Event description:
Reporter stated that a pt's blood glucose was measured, on the performa system, with a result of 2.4 mmol/l. An additional sample, obtained from the pt at the same time, reportedly measured 5.1 mmol/l on a laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.